Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they had reached out to the patient twice and left voicemail's. The rep has not heard anything back from the patient. The reap also hasn't seen the patient's name on any calendars. There is no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) that physician mode recharge (pmr) was performed, which resolved the overdischarge and patient was able to charge their device again. Impedance check was performed and all electrodes were in range. The patient had still been feeling heating during recharging and was having discomfort at the pocket site even when they were not recharging. The patient¿s doctor had decided to close his practice and had given the patient only 10 days notice. The patient was in the process of finding a new hcp. Before the doctor closed his practice, he was considering doing a pocket revision and was possibly going to submit for a system replacement due to the age of the device. The hcp was not convinced there was an issue with the device itself. The rep was going to reach out to the patient to see if they had found a new hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain. It was reported that the ins was overdischarged. The last successful recharging session was about 1 month ago. The reason recharging was not maintained was because the patient was having difficulty getting coupling bars. The rep was 11 minutes into a physician mode recharge (pmr) at the end of the call. They would continue with the pmr and then try to charge normally. The patient was having trouble charging about 3 weeks ago. It was also noted that the patient was recharging too often. The patient always had difficulty charging the ins and getting good coupling since they got it in september 2015. The patient initially used the belt when charging but stopped using the belt and had been lying back on a pillow to charge. The patient lies back on the pillow and had to push hard on the recharge antenna to get any coupling. Prior to 6 months ago, the patient charged twice daily for 30 minutes at a time due to a heating sensation with recharging and it would allow the ins to provide stimulation for a day. For the last 6 months, the ins only lasted 6 hours. They were unable to check impedances due to the overdischarge status. The ins was too deep and the patient gained 40 pounds since a knee operation in april 2016. The ins was difficult to palpate. The patient always had the ins in the same pocket site. The caller was going to check impedances and recharging once the ins had been recovered from overdischarge and go from there and discuss the case further with the managing doctor. The patient experienced discomfort while charging and felt burning while charging. The patient also felt burning, cramping and shocking sensation when stimulation was off at the pocket site. The doctor initially thought it was a flare up of rsd, but it didn't appear to be the case. The patient tried using creams and patches at the ins site to help with the issues, but heating and shocking sensations persist. The patient got to the point where they weren't getting any coupling at all. The burning, shocking and cramping started a few months after implant. Additional information received from the rep indicated that they got the ins out of overdischarge and charged for 15 minutes before trying to clear the por but the ins showed discharge.